Manufacturer narrative:
Model number/catalog number: sc-2408-74. Serial number: (B)(4). Batch/lot number: 20793418. Model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. X-ray was taken and showed that the lead migrated. The patient underwent a revision procedure wherein the leads were repositioned.